Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, inappropriate mode switches due to atrial lead noise oversensing were observed. It was mentioned that programming change will be made when the patient present in clinic. The patient was stable.